Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 4351-35, serial/lot #: (B)(4), ubd: 08-apr-2020, UDI#: (B)(4); product ID: 4351-35, serial/lot #: (B)(4), ubd: 27-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the patient was getting their #2 electrode lead replaced. The manufacturer representative wanted to confirm that it was the upper port of the header block. It was noted that the reason for lead replacement was unknown. No patient symptoms were reported and there were no complications. Indication for use is gastrointestinal/pelvic floor.